Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the anchoring sleeve was stuck on the right ventricular (rv) lead body. The rv lead body was lubricated with saline, and the physician was able to move the anchoring sleeve. The rv lead remains in use. No patient complications have been reported as a result of this event.